Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation power supplies were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the workstation would not boot up. There is no report of patient injury.